Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with no output on both sdi1 and sdi2 (serial digital interface) unit. Troubleshooting was performed and determined a faulty qb board (quantum board) unit. In addition, missing screws were identified on the rear cover. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Root cause of the reported failure was found to be due to electrical component failure attributed to a device component failure.

Event description:
It was reported that during an asset return inspection the device was found with no output on sdi1 or sdi2 (serial digital interface) unit. There was no patient involvement on this event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. . The root cause of the reported issue was not identified. The cause of the reported issue is considered to be the failure of the (quantum board) qb-pcb. The cause of the failure of the qb board is considered to be an accidental failure, since there is no tendency for this failure to occur. Olympus will continue to monitor complaints for this device.